Event description:
Patient reported she had an "ulcerated cornea". Ophthalmologist states, patient had a corneal ulcer in the right eye, approximately .8mm in size, located at the 5 o'clock position mid-peripherally. Culture was taken and results were "no growth". Patient was prescribed ciloxan and predforte. Medical records show patient did sleep in her lenses and used tap water to clean her lenses. The injury has resolved and patient has returned to lens wear.